Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gastrectomy, the subject device was used. An unspecified error occurred two times and the tissue pad was worn. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2020, it was additionally reported that seal & cut short circuit error occurred and the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Severe abrasions were observed on the tissue pad. There was a contact mark at the non-insulated area of the grasping section. It indicates that the non-insulated area of the grasping section came into contact with the distal end of the probe. There was a contact mark at the distal end of the probe. It indicates that the distal end of the probe came into contact with the non-insulated area of the grasping section. The coating of the probe was partially scraped off. Investigation was carried out by connecting aomori olympus usg-400, esg-400, td-tb400 and returned device to check the probe. Investigation was carried out by activating ""seal"" output by closing the grasping section revealed short circuit error. (Error code: u511) the device was only activated in seal mode instead of seal & cut mode to avoid abrasions of the tissue pad. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Grasping section was closed without grasping anything while seal & cut mode was activated, (this includes after tissue resection) causing severe abrasions of the tissue pad. 2.the non-insulated area of the grasping section and the distal end of the probe came into contact due to severe abrasions of the tissue pad. 3. Seal & cut mode was activated while the non-insulated area of the grasping section and the probe came into contact, causing a contact mark and short circuit error occurred. Grasping section was closed without grasping anything while seal & cut mode was activated for a long time. (This includes after tissue resection) this might have caused the peeling of the probe coating. The above device handling has warned in the instruction manual.